Event description:
An ovation prime abdominal stent graft system was implanted in the patient during endovascular repair of an abdominal aortic aneurysm. A review of the CT imaging from the 1-month follow-up visit shows the occlusion of the left iliac limb. The root cause of the iliac limb occlusion is likely a result of the left iliac limb graft being implanted distal to the intended landing zone resulting in a disruption of blood flow. As of the date of this report, there have been no additional clinical sequelae reported. The physician plans to monitor the patient and re-intervene at a later date.

Manufacturer narrative:
Device remains implanted.